Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the "device not firing?" It fired but clips were not sealing. Firing intermittently? Na. Was it difficult to fire? No. "Clips were not closing" clips were coming out of gun with a gap in them. Where the clips malformed or was there a clip gap? There was a gap in the clip. "No sealing all the way" the clips were not closing properly so they were not able to seal. Was this due to the clip malformed/clip gap? Yes. Was the clip formed properly on the vessel but did not occlude? No, it was not. Properly formed the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended but the orange indicator did not show up; in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. Please note that orange indicator is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was not firing and the clips were not closing or sealing all the way when the device was tested on the back table. No clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? Pedicle. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Yes at the back table.